Event description:
It is reported that the patient has been experiencing a sharp stabbing groin pain that extends down the leg since late spring (approximately (B)(6) 2012). The pain is constant and is usually intense though occasionally lessens in severity. The patient visited the surgeon in (B)(6) 2012. Hip x-rays did not indicate problems with the implant. The patient complains of limited mobility and uses a cane with difficulty. On (B)(6) 2012, the patient was advised of the recall during a doctor's visit. The patient completed blood test and an MRI and is scheduled for follow-up on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in as supplemental report.